Event description:
Report number 2 of 2 received of tubing separations. The customer reported that a tubing separation occurred at the distal portion of the proximal y-site upon the first set being removed from the packaging. It was reported that an estimated "two minutes later," the anesthesiologist was injecting an unspecified medication into the distal clave port of another piggy-back tubing set that was infusing an unspecified solution, when that set also separated at "the exact same location as the one that fell apart out of the package." There was no reported bleed-back, adverse pt effects, or delays in critical therapy. Though requested, no additional info was provided.